Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. Follow up with the clinic reported the cause of death was heart failure complications. The device had been turned off for palliative care on (B)(6)2010 per the family and the patient was made a do not resuscitate. The patient had last been seen in the clinic on (B)(6)2010 and he was pacemaker dependent. Death certificate later received and reported cause of death to be congestive heart failure, coronary artery disease with significant medical conditions of chronic obstructive pulmonary disease and suspected lung cancer.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) distal conductor fractured. Proximal segment returned and analyzed.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) distal conductor fractured. Proximal segment returned and analyzed.

Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. Follow up with the clinic reported the cause of death was heart failure complications. The device had been turned off for palliative care on (B) (6) 2010 per the family and the patient was made a do not resuscitate. The patient had last been seen in the clinid on (B) (6) 2010 and he was pacemaker dependent.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) distal conductor fractured. Proximal segment returned and analyzed.